Event description:
It was reported that the patient had his battery replaced. It was noted that the patient had let the battery discharge "once or twice." It was further noted that the battery held "very little charge" and recharging became "very difficult." It was noted that the physician requested a sensor battery be put in place of the old one. It was noted that the patient was "doing very well with the new battery."

Manufacturer narrative:
Concomitant medical products: product ID 7495lz, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7495lz, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 3887-45, lot# v058481, implanted: (B)(6) 2008. Product type: lead: product ID 3887-45, lot# v046221, implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2002. Product type: programmer, patient: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).